Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that there were stripped threads on the battery cap. There was no allegation of a adverse event. This complaint is being reported as the battery cap issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit .